Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator would not powered on. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator would not powered on. There was no harm or injury reported.the ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. The device's power supply board was replaced to address the power issue. The device's oxygen blending module board was replaced for service required error and interface board was replaced to address the test fail issue.